Manufacturer narrative:
Section d8 was updated section h6 device codes (annex a) additional code added. Section h6 evaluation codes were updated: method code (annex b) remove b17 and add b13 result code (annex c) remove c20 and add c13 component code (annex g) remove g07003 and add g07001 h3: it was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient this 980 ventilator "failed to function". It was also reported that after the patient was transferred, the ventilator generated an extended self test (est) error. The ventilator was not made available to medtronic for evaluation. The third party service personnel had evaluated the unit and found unit requires est. No further information was available. With the information available, the reported event could not be confirmed nor its cause established. Additionally, the cause of the reported est failure could not be determined. Contributing factors for a failed est are numerous and are detailed in 10059688 self test document, pb980. The cause of the unit requiring est was likely due to the reported est failure, as by design, once est has failed, a successful est is required before any other operation is allowed. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient this 980 ventilator "failed to function". The patient was removed from the ventilator and placed on an alternate ventilator with no injury. It was also reported that post transfer the ventilator generated an extended self test (est) error.